Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the further details of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent.

Event description:
It was reported that the ventricular assist device (vad) patient experienced covid-19 infection and their international normalized ratio (inr) level increased spontaneously up to 9.4. The site was able to slowly decrease the patient¿s inr back to 2.0. Almost three (3) months later, the vad exhibited high power with high watts alarm due to pump thrombosis. It was noted that the patient had increased obesity and had been less active physically. The patient also received an iron transfusion about one month prior to the thrombus event. Computerized tomography (CT) scan and transesophageal echocardiogram (tee) were done. The patient had elevated lactate dehydrogenase (ldh) of 2226, maxed n-terminal pro¿b-type natriuretic peptide (nt-probnp) of 30,000, and maxed ¿krea" of 390. The patient was given actilyse twice, heparin infusion, and was placed on dialysis. Ldh decreased to 1124. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Log file analysis revealed several increases in power c onsumption and estimated flows starting on (B)(6) 2022, leading to parameters above normal operating range. Additionally, 75 high watt alarms were logged since (B)(6) 2022. As a result, the reported high power event was confirmed. Information received from the site indicated that the high power event was associated with a device thrombus. Prior to the high power event, the patient experienced a covid-19 infection and their international normalized ratio (inr) level increased spontaneously up to 9.4; the site was able to slowly decrease the patient¿s inr back to 2.0. The patient also received an iron transfusion. During the suspected thrombus event, the patient had elevated lactate dehydrogenase (ldh), n-terminal pro¿b-type natriuretic peptide (nt-probnp), and creatinine levels. The patient was given actilyse twice, a heparin infusion, and was placed on dialysis due to kidney dysfunction. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information and historical review of similar events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, renal dysfunction, and infection are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of prior thrombus or infection events. Of note, it was reported that the patient had kidney dysfunction at baseline. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course . There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was placed on dialysis due to this patient has a kidney dysfunction at baseline.